Event description:
In 2003, an aneurx aaa stent graft system was implanted to repair an infrarenal abdominal aortic aneurysm. Eighteen months later, the patient was diagnosed with bacteremia and the limb of the device thrombosed resulting in ischemia, claudication, and formation of a pseudoneurysm. One year later, a gore excluder aaa endoprosthesis iliac extender component was implanted. One month later, the devices were explanted and the aneurysm was successfully surgically repaired. The physician does not believe the gore excluder aaa endoprosthesis iliac extender component contributed to the event.

Manufacturer narrative:
The device was discarded by the facility. A review of the manufacturing paperwork is being conducted.